Event description:
Medtronic received information indicating that during the case, the tip of this suction sump broke off where the tubing is attached. There were no adverse patient effects. The complaint product was not kept for return, however, a sample from the opened box was returned for evaluation. It was noted that this was not a cannula the physician used regularly, as the surgeon¿s regular cannula was on backorder. The surgeon used what was considered the most similar to what the surgeon needed.

Manufacturer narrative:
The device that is the subject of this report was discarded by the customer. However, the customer returned unused and unopened devices from the same lot for evaluation. Upon receipt at medtronic's quality laboratory, visual inspection of the unopened devices showed no outward signs of any damage. Further evaluation of the unopened devices is in progress. When evaluation is complete, a follow-up report will be submitted. Patient information was not provided to medtronic. (B)(4).